Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas intermittently flashed a white screen, initiated a software update during the night, and then powered off despite being charged, resulting in loss of displayed history and inability to interact with the screen; the issue recurred on subsequent nights, and a replacement device was provided. Symptoms included hyperglycemia with a reported peak of 401 mg/dl, overnight prolonged elevated glucose, and large ketones during one episode, followed by a later episode with no ketones; no loss of consciousness or other acute clinical effects were reported. Outcomes included the use of subcutaneous insulin via multiple daily injections as back-up therapy and no hospitalization or professional medical intervention. Investigation included a review of the device¿s reported behavior, user accounts, available message logs, and video evidence. Investigation of the device video submission revealed a display or user interface malfunction with uncommanded software update behavior and shutdown, consistent with a screen unresponsive event and system restart that interrupted insulin delivery visibility and alerts.